Event description:
It was reported that the patient, who is enrolled in the vercise dbs registry clinical study, experienced a moderate personality change. The patient was admitted, treated with medication, and the device was reprogrammed. The event is resolving. The physician assessed that the event is unlikely related to the procedure, probably related to the stimulation, and not related to the hardware.